Manufacturer narrative:
The device was received, and photographs were provided for evaluation. Visual inspection of the photos showed part of the product label and lot number. The actual sample was received filled with saline solution and connected to the tubing used for priming. The dialyzer protection caps covered the blood and dialysate ports. Functional leak testing of the dialysate side was performed, and no leakage was observed. Additional testing of the blood side excluded an internal leakage event as no leak was noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from an unspecified location of a theranova 400 during priming. There was no patient involvement. No additional information is available.